Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was no upstream occlusion with several clamps and kinks in tubing" was not confirmed/replicated during the investigation. The device event log/alarm history was reviewed and there were no errors related to the customer complaint. The downstream occlusion (dso) seal was found to be detached and therefore replaced. The software was updated, and the device was calibrated. The device passed all tests within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had no upstream occlusion while there is several clamps and kinks in tubing.